Event description:
It was reported that more than one pt had presented pain during certain procedures, and some pts had fractured leads, or infinite ohms in regard to their leads. It was indicated that they had "kind-of-rewired them", and they then became clinically stable and were doing well. No further info was provided. Add'l info is being requested from the hcp, and will be provided in a f/u report was it becomes available.

Manufacturer narrative:
(B)(4).